Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with shifted end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with manual injection. Customer had no symptoms. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change infusion set, reservoir and insulin, and to call back should issue persist. Insulin pump would be replaced per customer's request.